Event description:
It was reported that when the physiologist withdrew the catheter from the transeptal sheath, the catheter became 'tapered at the distal end'. No pt injury.

Manufacturer narrative:
No pt consequence was reported. The catheter was visually and functionally examined. There was no tapering found at the distal end, however, a kink and damage to the catheter shaft was found 7.5cm from the distal tip. The shaft damage did not affect the electrical continuity and simulated ablation met specifications. The catheter was dissected to determine the root cause. The stress point was located at the internal hypo tube transition. The device history record was reviewed with no related issues. Catheters are 100% inspected in manufacturing (including curve) prior to release. As stated in the instructions for use, "excessive bending or kinking of the catheter may cause damage to the catheter."